Event description:
The customer stated that she was treated by the paramedics due to low blood glucose levels. The reported blood glucose reading was 23 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. However, the customer felt uncomfortable with the insulin pump, and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.